Manufacturer narrative:
Evaluation summary: as returned, the material around the polar hole was found to be cracked. The device contains some damage to the underside of the rim indicating that the device has been used a number of times in the field. The device had a potential field age of approximately 3.5 years. Damage to material around the polar hole may be a result of (but not limited to): excessive tightening of the polar screw during assembly; material becoming brittle due to cleaning/autoclave process; device fatigue due to usage over time; accidental dropping of the provisional; attempts to remove the provisional with the screw installed; and/or impaction during assembly. Root cause cannot be determined. Evaluation: the device meets print specification where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that as the surgeon was screwing down the provisional liner into the acetabular shell, the liner cracked. All pieces were retrieved from the patient.